Event description:
It was reported at the time of pacemaker pocket suture, oversensing of unknown cause occurred. Lead inspection performed with a psa did not show any lead abnormality. Blood ingress to a ventricular connector on the device was observed and this was suspected as the cause of the oversensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet damage and blood ingress observed. It was noted that both grommets were punched out.